Event description:
When tne aevice was powerea on ana ready tor sen-test, ,t was rouna tnat tne rau1t indicator was on. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).